Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not identify any similar incidents from this lot. All available information was investigated, and the reported gripper actuation issue and failure to grasp the leaflets appears to be a cascading effect of the gripper line break. A definitive cause for the reported gripper line break could not be determined in this incident. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report the gripper line break and gripper actuation issue. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 3-4. During preparation of the steerable guide catheter (sgc), it was found that the sgc was unable to hold column. Multiple attempts were made to test the column, but were unsuccessful. The sgc was not used in the anatomy and was replaced. A new sgc was used without issue and the procedure was continued. The mitraclip ntr was advanced to the mitral valve and grasping was attempted; however, during retraction of the gripper lever, the grippers could not be raised and the gripper line broke making it impossible to grasp leaflets. Troubleshooting was performed, and the clip was closed. The clip was not implanted, and the cds was removed and replaced. One clip was implanted, reducing mr to 1. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.